Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm diameter abdominal aortic aneurysm approximately one month ago. The vessels had mild tortuosity and mild to moderate calcification. After the stent grafts were implanted, the stent grafts were ballooned with a reliant balloon. The balloon was inflated with the 25/75 contrast/saline solution and unknown size syringe. The balloon was inflated partially in the limb and partially in the contralateral gate. The physician believes that the balloon may have expanded wider in the gate area due to the constraint of the balloon in the iliac limb and the gate area was where the aneurysm was located. There was a fabric type iii endoleak possibly due to a suture pop near the gate area. An endurant iliac limb was implanted and resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak).